Event description:
It was reported that during an adolescent idopathic scoliocis surgery, the surgeon performed a correction using the coronal plane bender to bend the titanium rod and the bender head broke. A fragment came off from the bender. Although the instrument was broken, no patient complications were reported.

Manufacturer narrative:
(B)(4). Visually confirmed the bender tips have been plastically deformed. The location of tip plastic deformation and breakage (outside of the rod engagement portion of the instrument), suggest improper technique may have been utilized, with the rod not fully engaged into the mouth of the instrument during rod bending and resulting in subsequent deformation of the outside corners of the instrument, consistent with overload of the instrument. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.